Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain indications. The reason for call was pt stated their ins charge used to last for weeks but now within a day (in less than 12 hours), the ins would be depleting. When asked event date, pt at first said "a while" then said in the last month, but then said the last time they called they were sent an antenna and was told they may need a recharger if the issue wasn't resolved (pss reviewed the previous case was about an error screen, which pt indicated they then understood) and said the depleting issue started in jan (there is no reference to pt reporting this issue in the previous case, but pss putting event date as year valid - jan 2022 due to pt being unclear on the event date start). Pt confirmed stimulation was still working. Pss asked, pt said there were no changed in settings nor did pt have any falls. Pt did then say they had lost 100 lbs since nov 2021 due to being really sick with covid (pt stayed in "vanderbuilt" for a month), then being diagnosed with leukemia and getting IV infusions to build up their blood. Pt said they were at 169 lbs, but was now back up to 192 lbs. The patient was redirected to their healthcare provider to further address the issue. Pss redirected to hcp to check ins and recharging. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.